Event description:
Caller from supply management team reported customer was hospitalized due to high blood glucose level. Customer thinks that the infusion sets are the cause. Blood glucose level was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.